Event description:
It was reported that balloon detached the patient presented with coronary stenosis. A 3.00 mm x 12 mm emerge balloon was selected for percutaneous coronary intervention (pci). During dilation at 14 atm for 5 seconds, the balloon slipped. The physician initially suspected balloon rupture after aspirating blood into the dilation syringe. However, subsequent control angiography confirmed that the balloon remained intact within the coronary artery. The procedure was completed with this device, and the patient fully recovered.

Manufacturer narrative:
Device technical analysis: the device was returned to the complaint investigation site (cis) for analysis. Visual, tactile and microscopic analysis was performed on the device. A complete circumferential tear was noted on the balloon profile, 22.4cm from the port exchange with the distal section not returned. A break was identified within the inner shaft polymer extrusion, 19.6cm from the port exchange with the distal section not returned. No other device issues were identified during returned product analysis. Device history review: a review was completed of the device history records (DHR) for the emerge, part # h7493919312300, batch # 0032888353. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the emerge device confirmed that the events of 'balloon detachment of device or device component' is known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emerge device is acceptable. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'cause not established.' This code was selected as the most probable complaint cause based on the information available. It was reported that a balloon detachment occurred. Device analysis confirmed the detachment allegation. Examination of the returned device identified a complete circumferential tear along the main body of the balloon. In addition, the inner shaft polymer extrusion was found to be detached at the distal section. The distal portion of the device associated with the tear was not returned for analysis. The customer reported that the balloon appeared intact under angiography; however, blood was observed returning into the inflation device. The presence of blood in the inflation device is consistent with a loss of integrity within the inflation system, which may occur due to balloon rupture or shaft failure allowing communication between the blood vessel and the inflation lumen. Returned device analysis also identified balloon rupture and guidewire shaft rupture. These findings are consistent with a tensile event resulting in shaft failure and subsequent balloon detachment. In such a scenario, shaft disruption could allow blood to enter the inflation lumen while the balloon may still appear intact angiographically. Alternatively, the balloon rupture may have occurred during or after the tensile event and may not have been visible under angiography at the time of assessment. Due to limited procedural information, incomplete return of the device (distal balloon portion and part of the distal inner shaft not returned), and the absence of procedural imaging for review, the exact sequence of events leading to the device failure cannot be determined.

Event description:
It was reported that balloon detached the patient presented with coronary stenosis. A 3.00 mm x 12 mm emerge balloon was selected for percutaneous coronary intervention (pci). During dilation at 14 atm for 5 seconds, the balloon slipped. The physician initially suspected balloon rupture after aspirating blood into the dilation syringe. However, subsequent control angiography confirmed that the balloon remained intact within the coronary artery. The procedure was completed with this device, and the patient fully recovered.